Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a telemetry system fault was recorded. The device case was opened to facilitate analysis of the internal components. Electrical testing and analysis isolated the product performance issue to an anomaly in the radio frequency (rf) mics module. This anomaly resulted in the high current drain condition.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker went from a battery status of 11.5 years remaining one week post implant, to 1 year remaining one month later. Analysis of device memory was conducted and noted high power consumption. Further review of device data noted an anomaly with the radio frequency (rf) telemetry hardware that was likely resulting in a high current drain condition. Boston scientific technical services (ts) recommended device replacement. An invasive procedure was performed. The device was explanted and replaced. No additional adverse patient effects were reported.